Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. (B)(4). D4 - UDI #: (B)(4). Review of the most recent repair record determined the gear was replaced and the ratchet reassembled and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This medwatch is being filed to relay additional information.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported the ratchet was not moving when it was attached to the mesher, or when it was separate from the mesher. Ratchet was not going in the up and down motion. The event occurred at a cadaver lab therefore there was no adverse event reported as a result of this malfunction.